Manufacturer narrative:
The reported events of a high capture threshold, device dislodgement, and separation failure were not confirmed. As received, a complete lead was returned in one piece. The wire that was used in the field was not returned with the lead. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. The lead was tested with guidewire and was able to be inserted from the connector pin and out to the distal tip with no anomalies noted.

Event description:
It was reported during procedure, that high capture threshold was noted on the left ventricular (lv) lead. The lead then dislodged while attempting to reposition it. The guidewire could not be separated from the lead, so the physician elected to replace it with a new lead. A new lead was implanted. The patient was stable.